Event description:
Xpert stent was pre-maturely deployed prior to the procedure. An unk brand of drug-eluting stent was successfully placed. Patient is doing fine.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.